Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing, which resulted in pacing inhibition and inappropriate automatic mode switching (ams). The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.